Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx drug eluting stent were implanted in the lad. Approximately 20 months post procedure patient suffered from cerebral infarction. Patient is recovering.